Event description:
It was reported that a request to review this patient's electrogram (egm) was made to discern whether the patient had a treatable rhythm or not, as the episode in question went on for a while without therapy. Technical services (ts) reviewed the case and discussed that the event in question was more likely a supraventricular tachycardia or a junctional rhythm than a ventricular tachycardia and not treatable. However, after further discussions and analysis, the event looked ventricular in origin and apparently, the therapy algorithm was not satisfied because there was far-field oversensing obstructing therapy. Reprogramming options were then discussed. Further information was received indicating that the patient felt somewhat of dyspnea due to the mentioned issue, and that this implantable cardioverter defibrillator (ICD) was reprogrammed. The vt episode in question seemed to have ended with spontaneous conversion. This ICD remains in service and no adverse patient effects were reported.